Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptom includes fluid at the site. It was believed that the patient had (B)(6) infection and that the infection was procedure related. The patient underwent an explant procedure.